Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. Although it was reported that the suture was not deployed, the event is classified and analyzed as a cuff miss as the difference between the two failure modes is often not discernable to the user. The reported suture was not deployed was confirmed as a cuff miss was observed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The first proglide was placed using the preclose technique prior to the abdominal aortic aneurysm (aaa) procedure. A second proglide was placed using the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions - a femoral angiogram was not taken. Per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6fr sheath, after an abdominal aortic aneurysm (aaa) procedure. Reportedly, the suture was not deployed. A second proglide device was used to achieve hemostasis. A femoral angiogram was not taken. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.